Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection noted; the obturator and dissector balloon appeared intact. The valve seal was cut. The insufflation bulb was received. The inflation syringe and trocar balloon were not received. Pmv performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, no leaks detected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the device valve seal was damaged. Lubrication was applied to the dissector balloon of the device but not the seal. Also stated that the seal on the second part of the three part system had a failed, cracked or damaged seal on the device when first used. It is a clear or white ring/seal that is at the proximal end of the second trocar. Surgeon and surgical tech stated that insufflation was lost after the camera was placed and bulb began to be used to inflate the balloon. Surgeon used a sponge in order to keep the insufflation from leaking out of the patient cavity due to the broken seal. No patient injury has been noted.